Manufacturer narrative:
Investigation/conclusion: the customer reported a precision issue during testing on their inratio meter. The customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 4.5 and 1.3. The time between testing and the patient's therapeutic range was not provided. There was no reported adverse patient sequelae. There was no additional information provided.